Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was not coming off the body and the needle is inside occurred. The sensor was inserted into the arm, which is off-label use of the device, on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.